Event description:
It was reported that the customer had issues with her blood glucose levels. Customer's blood glucose level was 233 mg/dl. Customer stated that changes were made to her basal settings by her health care professional. Customer reported that she had a blood glucose level of 500 mg/dl once the change was made. Troubleshooting was performed and the settings were adjusted and corrected. It was explained that the high blood glucose levels are often caused by site/set issues. Customer was advised to change the entire infusion set, reservoir, and insulin. Insulin pump will need to be replaced. Customer stated that she will call back if she has any other issue or if she finds the tubing clamp. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.